Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2012 and obtained the following information: the patient tests between six to ten times a day and manages his diabetes with humalog insulin (via insulin pump). The patient corrected and clarified that on (B)(6) 2012 (time unknown) the patient reportedly was experiencing a symptom of shaking. Prior to the onset of her symptom, the patient does not recall what her blood glucose result was (with the subject meter) or what action she took in response to the readings. The patient also denied making any changes to her diabetes management, activity level, or meals before the alleged issue began. According to the patient, at the same time after her symptom began she reportedly obtained blood glucose readings in the "260's" with the subject meter and a reading in the "180's" with another device (onetouch ultramini meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Immediately after the reported meter issue occurred, the patient corrected and clarified she administered insulin as self-treatment (amount unclear) and felt better several minutes later. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient confirmed that her reported symptom occurred at the same time prior to the start of the reported meter issue. There is no evidence of a delay in treatment. The patient clarified she administered insulin as self-treatment after the alleged issue occurred and did not receive any other forms of medical intervention. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.